Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter reported via phone call that her father is in the hospital and thinks that the insulin pump may be messed up because the customer had a MRI. Customer received a motor error alarm and had a high blood glucose reading of 415 mg/dl. Customer treated with an insulin drip. Customer was in the hospital because he felt that he was having a stroke and had a high blood glucose reading because the pump malfunctioned. Customer stated that he wasn't getting any insulin. Customer was treated in the hospital. Caller stated that the pump was exposed to a magnetic field. Caller was advised that the pump will need to be replaced. Caller was advised to have the customer discontinue use of the pump and revert to a back-up plan.